Event description:
It was reported patient is being considered for a revision due to decreased range of motion. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10: pn: cp111207 ln: 885120 custom avl tibial bushing set pn: cp561286 ln: 883640 9mm short cps anchor plug pn: cp115759 ln: 077630 9x25mm 400lb shrt cps spdl pn: cp114019 ln: 885170 10mm rs avl tib brng pn: cp115761 ln: 077530 cust 10mm rs avl yoke. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.